Event description:
As reported, a 7 mm x 40 mm precise pro rx stent system fractured under the force of the forceful release, due to the curvature of the vessel, the stent had a high resistance to release after it was in place. There was no reported patient injury. Stenosis around segment c4. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7 mm x 40 mm precise pro rx stent system fractured under the force of the forceful release, due to the curvature of the vessel, the stent had a high resistance to release after it was in place. The fracture was identified when there was a lot of resistance while placing the bracket, and it felt like it had broken; upon removal, it was confirmed to be broken. The stent was removed from the patient's body and "discarded". A new unknown stent was used. The procedure was completed successfully without patient injury. The vessel characteristics at the target site included mild tortuosity and severe stenosis with an 85% stenosis percentage and an acute angle of 30 degrees. There was no calcification, bifurcation, or chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent was originally placed/implanted in the facility, targeting the c4 segment with severe stenosis. The vessel characteristics included severe stenosis, mild tortuosity, an 85% stenosis percentage, and an acute angle of 35 degrees, with no calcification or bifurcation. The total length of the stented segment was 40 mm, with one stent initially placed, which did not overlap. The stent was implanted in an actively moving segment of the artery, with 0 atmospheres of pressure used to deploy the stent. Ivus was done after the initial stent placement. No post-dilation was performed. The fracture was identified when there was a lot of resistance while placing the bracket, and it felt like it had broken; upon removal, it was confirmed to be broken. The fractured stent was not completely separated, and there was no migration of the separated segment. Stenosis around segment c4. Additional information was requested but not provided. The device was returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b6, b7, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, a 7 mm x 40 mm precise pro rx stent system fractured under the force of the forceful release, due to the curvature of the vessel, the stent had a high resistance to release after it was in place. The fracture was identified when there was a lot of resistance while placing the bracket, and it felt like it had broken; upon removal, it was confirmed to be broken. The stent was removed from the patient's body and "discarded". A new unknown stent was used. The procedure was completed successfully without patient injury. The vessel characteristics at the target site included mild tortuosity and severe stenosis with an 85% stenosis percentage and an acute angle of 30 degrees. There was no calcification, bifurcation, or chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The stent was originally placed/implanted in the facility, targeting the c4 segment with severe stenosis. The vessel characteristics included severe stenosis, mild tortuosity, an 85% stenosis percentage, and an acute angle of 35 degrees, with no calcification or bifurcation. The total length of the stented segment was 40 mm, with one stent initially placed, which did not overlap. The stent was implanted in an actively moving segment of the artery, with 0 atmospheres of pressure used to deploy the stent. Ivus was done after the initial stent placement. No post-dilation was performed. The fracture was identified when there was a lot of resistance while placing the bracket, and it felt like it had broken; upon removal, it was confirmed to be broken. The fractured stent was not completely separated, and there was no migration of the separated segment. Stenosis around segment c4. Additional information was requested but not provided. The device was returned for evaluation. A non-sterile "precise pro rx ous carotid sys" was received coiled inside a clear plastic bag. The device was unpacked for product evaluation. Upon inspection, the unit was found with the stent partially deployed from the unit. The hemostasis valve was open. Additionally, a separation was observed approximately 22.0 cm from the distal tip. No other damages or anomalies were noted on the returned device. The dimensional analysis could not be performed because the separated condition may affect the measurement of the usable length and the outer sheath length. The functional deployment test could not be performed due to the separation condition found in the received unit. However, the stent was manually deployed by pulling the distal tip while holding the pod. No fractured conditions were observed in the stent after this manual deployment. Sem analysis was not performed, as the damage associated with the separation condition was visible with the magnification provided by the vision system. The separated condition was examined using the vision system to further inspect the damaged region. The results revealed signs of elongations at the edges of the separated condition. Additionally, the stent was confirmed to be partially deployed, as previously noted during the visual analysis. After manually deploying the stent, it was examined using the vision system, and no fractured condition was detected on the stent. The reported ¿stent delivery system (sds) deployment difficulty- partial deployment¿ was confirmed as the stent was received partially deployed from the unit received. The device was received separated from the decontamination lab and was identified during the visual analysis. The reported ¿stent fractured¿ was not confirmed, the functional deployment test could not be performed due to the separation found on the received unit. However, the stent was manually deployed by pulling the distal tip while holding the pod in order to evaluate the stent for a fracture. No damages or fractured conditions were observed on the stent after manual deployment. The exact causes of these damages could not be determined. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported based on the condition of the device received for analysis. Proper evaluation could not be performed due to the separation noted. It was noted the device was received with the hemostasis valve open, stated as a caution in the instructions for use ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ according to the instructions for use which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. G. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.